Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11700. It was reported that the right ventricular (rv) lead was oversensing caused by lead clavicle crush. Fracture was also noted on the lead. Noise was also able to be produced on the rv lead while palpating the left clavicle area. Lead crush, noise, and minimal sensing were also noted on the right atrial lead. Both leads were capped and replaced on (B)(6) 2020. The patient was discharged.